Manufacturer narrative:
Insulin pump received with intermittent down arrow button due to corroded keypad traces. No button error alarms were noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving a button error alarm on the insulin pump. Customer's current blood glucose reading is 126 mg/dl. No further information reported.